Manufacturer narrative:
(B)(4). A batch review will be performed. One unit was received with approximately 105ml of drug (5fu and nacl ¿non baxter products) in the bladder. Flow was not visually observed at the distal luer. Forced prime was attempted, but flow was not observed. No signs of blockage were visually observed inside the delivery tubing or the bladder. Microscopic examination of the flow restrictor showed evidence of drug residue blocking the fluid path at the distal end of the glass capillary. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that no flow was observed in a small volume (B)(4) infusor during infusion of unknown solution. There is no report of patient/user injury or that medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Lot number 13j070 was manufactured september 23, 2013 - september 24, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the no flow was drug precipitation that was blocking the fluid path.